Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found have an ear of the distal clevis broken, exposing the inner components of the wrist assembly. The broken piece was not returned, measuring roughly 0.35¿ x 0.20¿ in size. The root cause of broken instrument distal clevis is typically attributed to mishandling/misuse, such as excess force applied at the instrument tip. Failure analysis found the primary failure of broken distal clevis to be related to the customer reported complaint. The instrument was also found to have broken pitch cables at the distal clevis hub. The broken cable segments that contains the crimp were still installed in the clevis. Failure analysis found the additional failure of broken pitch cables at the distal end of the instrument to be related to the customer reported complaint. Root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The instrument was found to have a broken yaw cable. No functional testing could be performed due to the cable breakage. Root cause of broken grip cable ¿distal is attributed to a component failure. Failure analysis found the additional failure of broken yaw cable to be related to the customer reported complaint. The instrument was found with damaged insulation to the conductor wire. Material appeared to be lifted off. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the additional failure of insulation damage - conductor wire to be related to the customer reported complaint. Root cause is attributed to a component failure for the insulation damage to the conductor wire. The instrument was found to have a broken conductor cap. Conductor cap was no longer present at the yaw pulley, covering the conductor wire pathway. Conductor cap was not returned by the customer. Material was missing, approximately 0.29" x 0.24". Failure analysis found the additional failure of broken conductor cap to be related to the customer reported complaint. Additional observation not reported was that the instrument was found with degradation throughout the entire main tube from proximal to distal end. The surface of the main tube was slightly discolored and no longer smooth. No material appeared to be missing. Root cause is attributed to the user. Failure analysis found the additional failure of main tube degradation to not be related to the customer reported complaint. The bare wire was exposed as a result of the insulation damage to the conductor wire. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the permanent cautery hook (part# 470183-14 / lot-sequence# n10190415-0161) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on 02/08/2022 during a hiatal hernia - paraesophageal on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage with material lifted off and a passed electrical continuity. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. The material that was lifted off and not returned, along with the related pitch cable failure could result in a fragment falling inside the patient. While there was no harm or injury to a patient, and no report of a fragment falling inside a patient during the last known usage, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. It is unknown if the identified failures occurred during or after the last procedural usage. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if a report was submitted to the FDA by the initial reporter. Fields are not applicable.

Event description:
It was reported that during central processing and cleaning, the instrument was found to have a broken tip. There was no report of patient harm, adverse outcome or injury. The last known procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.